Event description:
It was reported that the ipg was unable to communicate with the external devices. The patient had not charged the ipg for over a year. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6)2022 to address the issue.